Manufacturer narrative:
Other tests performed included chemical tests and electron imcroscopic analyses of disposystem components.

Event description:
Patient results are measuring shorter on initial aptt result as compared to subsequent determinations with pathromtin sl reagent. No adverse patient outcome since patients were in the normal range and aptt results were below the normal range.